Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with moisture damage on the electronics and motor assembly. No moisture damage on the vibrator and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched case.

Event description:
Customer reported moisture on his insulin pump and that he received a button error alarm. Customer stated that the insulin pump was exposed to tap water and that there is fluid under the lcd display screen. Blood glucose level is 130 mg/dl. Nothing further reported.